Manufacturer narrative:
Device evaluated by MFR.: mustang 12.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 15 mm from the proximal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jan2020. It was reported that balloon leak occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, during preparation, it was noticed that the contrast was leaking out from the sides of the balloon. The procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.